Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response button covers were missing and the switch contacts were corroded. The cause of the non-functional response buttons is the corroded contacts. The cause of the corroded contacts is the exposed switch. The root cause of the exposed switch is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor were not activating the device.